Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d4, d10, g4, g7, h2, h3, h6 and h10. Corrected information can be found in sections: b4 and h10. Additional information: 61 - intuitive surgical, inc. (Isi) received the harmonic insert involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.220¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Corrected data: field b4 was updated to (B)(6)2020 based on additional information that isi received regarding the event. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction to serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
(B)(4), (isi) has not received the harmonic ace insert for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was not performed for the reported product as the da vinci system does not capture usage history for harmonic ace insert accessories. The customer provided an image of the harmonic insert; and upon review, the titanium blade of the harmonic ace insert was broken off. Any contact with metals or hard objects during activation may lead to a broken blade, and any scratches that occurred during use may also lead to a blade failure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace curved shears insert ruptured after five minutes of use. There was no report of instrument contact with hard tissue. The broken end was removed immediately to check whether there were any other fragments. The insert was replaced. The procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 10 minutes. Intuitive surgical followed up with the customer and obtained the following additional information: the unit was inspected prior to use. The nurse confirmed the titanium blade of the harmonic insert broke inside the patient approximately after 5 minutes of use. The surgeon was dissecting the liver tissue with no functionality issues. The surgeon did not experience any issues with removing the instrument prior to the breakage. There was no report of instrument collision or encountering other hard material. The fragment was retrieved with laparoscopic forceps. No surgical procedure was required nor post-operative tests performed due to the event. The patient has not returned to the hospital due to post-surgical complications due to retaining a foreign object.